Manufacturer narrative:
Section d9 updated based on the service report work start date section h6 evaluation codes updated due to evaluation performed method code - remove c21 and add b01 and b24 result code - remove c21 and add c13 conclusion code - remove d16 and add d02 component code - remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a background message ¿loss of breath delivery (bd) communication¿. A review of the ventilator logs confirmed that the unit experienced a loss of ventilation (lov) at the time of the reported event. Additionally, the log review confirmed the reported ¿loss of bd communication¿ which occurred because of multiple transient bd resets each causing a temporary loss of ventilation. The device was available for evaluation. The service personnel (sp) inspected the unit, confirmed the reported communications issue in the logs, but could not duplicate it, and replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba) and the graphic user interface (gui) cpu pcba. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the reported communications event is a potential fault in the bdu cpu pcba and/or gui cpu pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has received the device and it is undergoing testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a background message ¿loss of breath delivery (bd) co mmunication¿. There was no injury to the patient. Review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event.

Manufacturer narrative:
Section d9 was updated due to returned parts section h6 evaluation codes updated due to analysis of returned parts result code (annex c) - remove c21 and add c13 conclusion code (annex d) - remove d02 and add d15 component code (annex g) - remove g02005 and add g07001. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a background message ¿loss of breath delivery (bd) communication¿. A review of the ventilator logs confirmed that the unit experienced a loss of ventilation (lov) at the time of the reported event. Additionally, the log review confirmed the reported ¿loss of bd communication¿ which occurred because of multiple transient bd resets each causing a temporary loss of ventilation. The device was available for evaluation.the service personnel (sp) inspected the unit, confirmed the reported communications issue in the logs, but could not duplicate it, and replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba) and the graphic user interface (gui) cpu pcba based on the codes. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One gui cpu pcba and bdu cpu pcba were returned for further analysis: the returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the ¿lov¿ and ¿loss of bd communication¿ could not be determined. Although the gui cpu pcba and bdu cpu pcba were replaced in the field, the returned components were tested satisfactorily. With the information available a likely cause could not be determined. The event is included in trending and monitoring plan. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.